Event description:
It was reported that the dealer stated the poppet valve is sticking. Per independent repair statement alarming or red light and shuts down. No patient injury alleged, no additional information provided.